Event description:
Report received of a tubing separation. The customer stated that a pt on the telemetry unit was receiving an unspecified pain management infusion via epidural route. Reportedly, at an unspecified time, it was discovered that the tubing set was leaking. Upon further assessment, the tubing set was found to be completely separated at the blue foil on the set. The tubing set was replaced and the infusion was resumed. There were no reported adverse pt effects. Though requested, no further info was provided.